Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to insulin injections for insulin therapy. The customer declined troubleshooting and follow up from tandem technical support.